Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported the mx40 telemetry device has a speaker malfunction. It is unknown if the device produced audible sound. The device was not in use on a patient at the time of the event, there was no patient involvement. The customer received a replacement device.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Based on the information available and the testing conducted the reported problem was unable to be replicated. Although the speaker was confirmed to be functioning per specification during testing it was indicated that there was a speaker malfunction at the time of the event. Additional information was requested to confirm if the speaker produced audible sound during the event, but this was not confirmed by the customer. The customer was previously provided a replacement device to resolve the issue.